Event description:
A valiant stent graft system was implanted for treatment of a thoracic aortic aneurysm. It was reported that the device was successfully implanted six days post index procedure a CT angiogram was performed noting a type IV endoleak. Seven days later a valiant 40x40x150 was placed at the level of the endoleak. After a few days the patient was discharged from the hospital in good condition. A month later a CT angiogram was performed and there was no endoleak. No additional clinical sequelae were reported. A review of returned pre-implant cta¿s confirmed that the patient had a taa which was >12cm in max diameter. There is little calcification present. The distal portion of the descending taa was acutely angulated 90 deg. The taa diameter proximal to the aneurysm was 37mm and near the celiac artery measured 33mm. Review of several angiogram images at implant revealed that 2 valiant stent grafts were implanted into the descending thoracic aorta from the base of the arch extending to 5cm proximal to the celiac artery. There is approximately 5cm of overlap between the two devices. After ballooning no obvious endoleak or other stent graft issues were noted. Review of cta¿s 6-days post-implant revealed that there is a small area of contrast seen within the proximal portion of the taa sac. The source of the endoleak appears to be from the proximal device, just proximal to the junction of the two devices. The type of endoleak could not be determined from this cta; this may be a type iii fabric however the cause could not be determine. This may also be a type iii junctional however the overlap between the 2 devices appears adequate. A type IV endoleak is possible however this would be less likely since 6-days post-implant and no endoleak was reported immediately at implant. Review of cta¿s from 1-month post-implant revealed that a stent graft has been placed across the location of the previously seen endoleak, and the endoleak has resolved. The max diameter taa is currently approximately 12.5cm. The stent graft is patent. No stent graft issues are seen.

Manufacturer narrative:
(B)(4).